Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up visit. During examination, it was noted the right ventricular lead exhibited sudden changes to r wave sensing and increased capture threshold. Programming changes were made to address the anomalies. The patient was in stable condition.